Manufacturer narrative:
Follow-up #1: date of submission 09/11/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the reported response issue with the audio bolus button was unable to be completed due to the bolus button cover found to be completely peeled off and missing from the pump. The returned battery cap was used for the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (audio bolus button damage prior to tactile change) issue. The audio bolus button cover reportedly was missing and was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.